Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, a demo registration was conducted and it passed perfectly. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that the surgeon was unable to pass registration after attempting multiple traces. The site switched to a three point tracer which was not successful after multiple attempts as well. The surgeon emphasized the nose and explored the head and the registration still failed. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the probable cause of the issue could not be determined without further information since the ongoing investigation proved to be inconclusive based on the information provided. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs provided no additional insight regarding the cause of the reported complaint. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.